Event description:
Rayner intraocular lenses limited received notification from the (B)(4) distributor that they had received a report from a healthcare facility regarding an event that had occurred during use of a t-flex aspheric 623t intraocular lens (iol). The event description provided states that the haptic.

Manufacturer narrative:
The reference (B)(4) has been allocated to this event by rayner intraocular lenses limited. The healthcare facility has reported that they were experiencing discomfort following implantation of a t-flex 623t iol in (B)(6) 2013. The healthcare professional examined the lens and identified that the "lens was displaced and the haptics seemed abnormal." The patient underwent a second surgical procedure on (B)(6) 2013 in which the t-flex aspheric 623t iol was explanted and exchanged for a back-up iol. Upon explantation of the iol the healthcare professional identified that the lens haptic was broken. The (B)(4) distributor has liaised with the healthcare facility and attributes incorrect loading as the root cause of haptic breakage. The distributor has provided additional lens loading training to the healthcare facility to prevent the recurrence of the reported event. Our review of product records for the t-flex aspheric 623t iol batch 011e18852 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the t-flex aspheric 623t iol (january 2011) was conducted in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the t-flex aspheric 623t iol batch 011e18852.